Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified proximal left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it was found out that the stent strut was damaged. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified proximal left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it was found out that the stent strut was damaged. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.